Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 584mg/dl and is having trouble with the tubing and the infusion set. Customer indicated that they do not feel okay to troubleshoot. The customer was advised to change out entire set, reservoir and insulin and treat per doctor's instruction. Customer declined high blood glucose troubleshooting but indicated that they would call back.